Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that since patient¿s fall in (B)(6) 2016, he has had severe pain at the stimulation pocket that goes down right leg. He followed up with a healthcare professional, and they did an x-ray and did not find any issues. The patient stated that the pain was worst when recharging. Impedance testing was performed and was normal. There was no swelling or redness noted at the pocket. The patient was instructed to follow-up with their physician concerning the pocket pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that their implantable neurostimulator (ins) went into over-discharge due to the patient falling in (B)(6) 2016. The patient had a seizure, fell on their back and the ins and the ins stopped charging after that. It was noted that the patient also had pain at the ins site after the fall and still had pain at the time of the report. For troubleshooting, the rep interrogated the device with a clinician programmer, performed a trickle charge and reset the device. After the ins was reset, the patient saw a warning power on reset (por) message on their patient programmer (pp). Follow-up has been conducted to obtain this information. Surgical intervention did not occur, it is not planned and the patient was alive with no injury at the time of the report. The indication for use for the implanted device was noted as non-malignant pain.